Event description:
A customer reported experiencing an issue identified as cgm error 42 with their equipment. There was no adverse impact to the customer's blood glucose level. The corrective action involved a complete pump reset, guided by technical support, which successfully resolved the issue, allowing the customer to start their sensor session without further errors.